Event description:
Grade 3 hepatic abscess [liver abscess]. 3 patients with fever [pyrexia]. 9 patients with pain [pain]. 4 patients with nausea [nausea]. 4 patients with vomiting [vomiting]. 6 patients with fatigue [fatigue]. Alopecia [alopecia]. Lc beads with 150 mg doxorubicin [off label use of device]. Case description: initial information received on (B)(6) 2016: this spontaneous medical device report was received from a literature article entitled "superselective chemoembolization of hcc: comparison of short-term safety and efficacy between drug-eluting lc beads, quadraspheres, and conventional ethiodized oil emulsion)" concerning an unspecified number of subjects (age and gender unknown). The subjects' medical history included hepatocellular carcinoma. The subject's concomitant medications were not provided. The 47 subjects received lc beads with 150 mg doxorubicin (75 mg in each of two vials, 100-300 microm and 300-500 microm lc beads) (lot number and expiration date unknown) on unspecified dated between mar2010 and mar2011 for the indication of hepatocellular carcinoma. The preparations were administered until near-stasis in the debdox group. Real-time subtraction fluoroscopy (roadmap) was utilized to minimize reflux into nontarget vessels. If the subject had residual robust arterial flow received additional bland embolization with the same size bland embolic spheres until reaching the desired angiographic end point. On an unknown date, one patient developed grade 3 hepatic abscess, but paradoxically in the contralateral untreated lobe. The outcome of the event is unknown. On unknown dates, three (3) patients experienced grade 1 fever. The outcomes of these events are unknown. On unknown dates, seven (7) patients experienced grade 1 pain and two (2) others experienced grade 2 pain. The outcomes of these events are unknown. On unknown dates, three (3) patients experienced grade 1 nausea and vomiting; one (1) more patient experienced grade 2 nausea and vomiting. The outcomes of these events are unknown. On unknown dates, four (4) patients experienced grade 1 fatigue; two (2) more patients experienced grade 2 fatigue. The outcomes of these events are unknown. On unknown date, one (1) patient experienced grade 1 alopecia. The outcome of this event is unknown. The authors provided that the event of hepatic abscess was grade 3 which is severe as per the (B)(4) common terminology criteria for adverse events, version 4.03. The other events were classified as grade 1-2 which are considered as non-serious. The relatedness assessment between the event and lc bead was not provided by the authors. The company assessed the event of liver abscess as medically significant and all other events as non-serious. Follow-up information is being requested. Case comments: all of the events are considered unlisted according to the lc bead current reference safety information. In absence of the authors' assessment, the company considers all the events as related to the use of lc bead as it cannot be excluded. Of note, loading lc beads with 150 mg doxorubicin is considered off-label use and as such is unlisted. This single case report does not modify the risk benefit balance of lc bead. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Grade 3 hepatic abscess [liver abscess]. Three (3) patients with fever [pyrexia]. Nine (9) patients with pain [pain]. Four (4) patients with nausea [nausea]. Four (4) patients with vomiting [vomiting]. Six (6) patients with fatigue [fatigue]. Alopecia [alopecia]. Lc beads with 150 mg doxorubicin [off label use of device]. Case description: initial information received on (B)(6) 2016: this spontaneous medical device report was received from a literature article entitled "superselective chemoembolization of hcc: comparison of short-term safety and efficacy between drug-eluting lc beads, quadraspheres, and conventional ethiodized oil emulsion)" concerning an unspecified number of subjects (age and gender unknown). The subjects' medical history included hepatocellular carcinoma. The subject's concomitant medications were not provided. The 47 subjects received lc beads with 150 mg doxorubicin (75 mg in each of two vials, 100-300 microm and 300-500 microm lc beads) (lot number and expiration date unknown) on unspecified dated between mar2010 and mar2011 for the indication of hepatocellular carcinoma. The preparations were administered until near-stasis in the debdox group. Real-time subtraction fluoroscopy (roadmap) was utilized to minimize reflux into nontarget vessels. If the subject had residual robust arterial flow received additional bland embolization with the same size bland embolic spheres until reaching the desired angiographic end point. On an unknown date, one patient developed grade 3 hepatic abscess, but paradoxically in the contralateral untreated lobe. The outcome of the event is unknown. On unknown dates, three (3) patients experienced grade 1 fever. The outcomes of these events are unknown. On unknown dates, seven (7) patients experienced grade 1 pain and two (2) others experienced grade 2 pain. The outcomes of these events are unknown. On unknown dates, three (3) patients experienced grade 1 nausea and vomiting; one (1) more patient experienced grade 2 nausea and vomiting. The outcomes of these events are unknown. On unknown dates, four (4) patients experienced grade 1 fatigue; two (2) more patients experienced grade 2 fatigue. The outcomes of these events are unknown. On unknown date, one (1) patient experienced grade 1 alopecia. The outcome of this event is unknown. The authors provided that the event of hepatic abscess was grade 3 which is severe as per the national cancer institute common terminology criteria for adverse events, version 4.03. The other events were classified as grade 1-2 which are considered as non-serious. The relatedness assessment between the event and lc bead was not provided by the authors. The company assessed the event of liver abscess as medically significant and all other events as non-serious. Follow-up information is being requested. Final assessment on 04-apr-2016: follow-up attempts completed without response. This is a final report. Case comments: all of the events are considered unlisted according to the lc bead current reference safety information. In absence of the authors' assessment, the company considers all the events as related to the use of lc bead as it cannot be excluded. Of note, loading lc beads with 150 mg doxorubicin is considered off-label use and as such is unlisted. This single case report does not modify the risk benefit balance of lc bead. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.